Event description:
It was reported that the right ventricular lead was exhibiting t-wave oversensing (twos). The lead sensitivity was reprogrammed, however in one configuration bigeminal rhythm was observed. Another configuration was programmed which successfully eliminated the twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.